Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. It was noted right ventricular (rv) lead helix would not retract. The right atrial (ra) lead was explanted. The rv lead was cut at the end part and remains in the patient. No further patient complications have been reported as a result of this event.